Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the new programmer it takes 30 minutes to line it up and they noted that they use an antenna with the programmer when connecting to the ins. Patient noticed that he's noticed that where the ins is located is making it hard to turn the stimulation up and down and the same thing with charging the ins. Patient states that he has the antenna right over the ins and that he has to move it around and around until he will finally catch it where he can adjust the settings. Patient states that while charging the ins with the insr, it takes him almost 45 minutes to get over 4 coupling boxes shaded. Patient states that it seems like the ins is losing it's charge faster as he's having to charge the ins 3 or 4 times a week now. Patient states that his granddaughter was crawling on the floor and he was trying to avoid her and not land on her, so he fell and landed against the corner of the wall; patient states that he didn't fall hard but did hit right around the ins area, but that everything was working afterward; patient states that there was no bruise around the ins area but he did stumble back into the wall after the fall. Patient confirmed that the fall and these issues happened/started about 2 or 3 weeks ago and states that it was the very end of january and the very beginning of february. No symptoms reported.